Manufacturer narrative:
Investigation results: the balloon was inflated and deflated and all the fluid was able to be removed from the balloon without any issue. The complaint of deflation failed was not confirmed. The dfu states ¿precaution: do not preinflate, pretest balloon, or attempt to refold balloon into protective sleeve.¿ therefore the root cause of the complaint is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during preparation, the balloon was inflated without any issues. However, the balloon could not be deflated. Another cre wireguided balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during preparation, the balloon was inflated without any issues. However, the balloon could not be deflated. Another cre wireguided balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported that the patient was four years old at the time of the event, however, they also mentioned that the patient was over 18. Attempts to obtain additional information regarding patient information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.